Event description:
It is reported that the device was implanted in 2008 and was revised four months later due to infection.

Manufacturer narrative:
Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 10-6 or better. Therefore, it is unlikely that the specified device caused or contributed to the patient infection. However, the cause cannot be definitely determined. Method/results - no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.